Manufacturer narrative:
Brasseler is reporting this event in an abundance of caution. The root cause cannot be confirmed due to the inability of brasseler to perform an investigation of the broken drill bit which was not returned by the customer.

Event description:
The doctor was drilling into the patella and the drill bit km166-00-00 broke off in the patient's bone. The doctor took an x-ray of of the item that is still in the patient's bone. The doctor does not plan to remove the drill bit at this time.